Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy capd effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient received no treatment for the event. At the time of this report, the peritonitis was not resolved, the patient was not recovered, and extraneal therapy was ongoing. No additional information is available.